Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, the error logs did indicate 'bootcode: unexpected reset'. The central processing unit was replaced, and the unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported receiving a system reset alarm during a case resulting in a loss of mechanical ventilation. The case was completed in manual mode. There is no report of patient injury.